Event description:
It was reported a patient underwent a hip revision approximately six months post implantation due to a pelvic fracture that was experienced after a fall. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 110010270 / g7 osseoti multihole 64mm h / lot #: 65829711. G2: australia. Multiple MDR¿s were filed for this event: 0001825034-2024-02426. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. It was reported the patient fell in a nursing home, however the reason for the fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.